Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +7.6%. No patient involvement reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Three separate delivery accuracy tests were performed and the pump was found to be over delivering according to the manufacturing specifications of one test result. Found fluid ingression on pump by the chassis base of expulsor which caused the issue. Root cause was user induced. The expulsor assembly was replaced.